Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable low elecsys total psa immunoassay result for one patient sample the day after a service visit. The initial result was 0.03 ng/ml and was reported outside of the laboratory. The physician questioned the result and requested repeat testing. The sample was repeated on another cobas e 411 immunoassay analyzer and the result was 10.68 ng/ml. This result matched the patient's history. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. The field service representative found the sample probe x-axis adjustment at the rack sampling position was incorrect causing the probe tip to intermittently touch the side of the 13mm tubes. He adjusted the sample probe and verified the probe liquid level detection (lld), pressure sensor voltages, and other settings were all are within specifications. He ran performance testing which was within specifications. The customer ran eight correlation samples and all results matched within specifications. The customers ran controls and all results were within specifications the sample in question was retested and matched the other cobas e 411 immunoassay analyzer.